Event description:
It was reported that customer experienced high blood glucose readings on sensor, with display showing ¿high¿ and no confirmation from blood glucose meter, and suspected cause remained unknown. There was no reported impact to the customer¿s blood glucose level beyond the high readings described, and no information was provided about any severe adverse effects. Customer delivered a correction bolus using pump, inspected infusion site, cannula, and tubing with support from technical support, and no issues were found; customer was advised to consult healthcare provider about factors affecting blood glucose, replace supplies as needed, change tru-steel infusion site after extended use, and resume insulin, with plan to call back if blood glucose did not return to normal.